Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that his freestyle libre reader would not turn on with neither button press nor test strip insertion. The customer experienced symptoms of "headache, sweating, shakes", and lost consciousness. The customer had contact with a healthcare professional, and was diagnosed with hyperglycemia. The customer was unsure about the treatment he received, but presumed it was insulin, and also reported receiving a shot and IV. There was no report of death or permanent injury associated with this event.